Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a21, a17 alarms due to blank display.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4) initial notes: pump has no power to it. He has tried several different batts. And it is not turning on. Inquired what led up to the complaint. Customer response: the pump was blank he tried to change the batt. And it was not coming back on. Blank display t/s per (B)(4). Explained the possible causes of blank display. Adv to disconnect from the pump. Customer is not calling back after receiving a new battery cap. Inquired if the pump shows signs of physical damage. Found: no damage . Inquired if the pump has been dropped or bumped. Found: no . Inquired if the pump has been exposed to moisture. Found: no . Battery in the pump meets IFU guidelines. Type of battery in use: energizer, alkaline . Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer has a new battery that meets IFU guidelines to test with the pump. Adv the customer to insert the new battery. Customer states the display returned. It is counting down. Adv battery change resolved issue and we will ship a courtesy battery cap. Customer's outcome pertaining to the complaint: he got a21 alarm, adv to clear the alarm . Was asked to set time and date. He was asked to rewind and prime. Drops came out. Adv to check the alarm history. No alarms. A17 alarm. Additional notes: during the call the pump started counting down and blank again ship: 1 batt cap mmt-638/return: nothing inquired what led up to the complaint. Customer response: he also got a17. A-xx/e-xx alarm t/s per (B)(4). Assisted customer in reviewing alarm hx. Customer states the alarm received was a17. Expl alarm and possible causes. Customer reports they were able to clear the alarm(s). Customer reports pump did require rewind. Customer able to complete rewind. Expl alarm and possible causes. Error table does not indicate a pump replacement is required. Assisted customer in performing a self test. Test passed. Adv to monitor the pump. Customer's outcome pertaining to the complaint: the pump passed the self test. Adv to monitor the pump. He also had sensor on. He did reconnect. Ship: nothing/return: nothing.